Manufacturer narrative:
Upon investigation of the actual device used in that incident, it was determined that the drawer will not be restored. It states, "not on bus." A field service engineer successfully reseated all bus cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. A field service engineer confirmed that there was a delay in dispensing medication to the patients.

Event description:
It was reported when using the pyxis medstation es system experienced drawer failure. A customer has reported that a user is unable to dispense medication due to a malfunction, which has resulted in a delay in patient care there were no adverse events or injuries reported based on this event.